Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up, there was high threshold and high lead impedance observed. During revision it was observed that the lead wasn't correctly seated in device header. It was not possible to reposition the lead so it was replaced. Patient condition was fine, there were no adverse consequences.